Event description:
Healthcare professional reported injecting a pt with juvederm ultra plus xc and juvederm voluma in the "med lateral cheek, chin, and mentolabial areas." A bolus was given with the juvederm voluma treated areas and the pt complained of feeling "hard swelling" which was confirmed as "nodules" by the pt's dermatologist in the united states approximately 4 weeks prior to the report. The pt was treated hylase by their dermatologist and began to develop more "swelling" with other "non-injected nodules are swelled with mild pain." Pt is taking a "broad cover" antibiotic after the hylase injection and is "better." This is the same event and the same pt reported under MDR ID #3005113652-2014-00667 ((B)(4)). This is the first MDR submitted for the first suspected product, juvederm ultra plus xc.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of hard swelling, nodules, and mild pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.